Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, the receiver suddenly ceased to function. The patient's father performed a paper clip reset and this resolved the issue. Additionally, it was stated that the sensor was inserted in the patient's arm. No additional event or patient information is available. The complaint device was not returned for investigation. It was reported that the sensor insertion site was at the arm. It should be noted that the user guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). However, the reported event cannot be confirmed and a root cause cannot be determined.